Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.75 x 20 synergy ii stent was selected for use. However, during unpacking, it was noted that the stent strut was damaged. The device never entered into the patient's body and the procedure was completed with another of the same device. No patient complications were reported.